Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 70 mg/dl. Customer alleged that the pump is delivering insulin after insulin deliveries are stopped. Customer addressed bg level by ingesting juice and a sugar tablet. Bg level at time of report was 180 mg/dl. Tandem technical support reviewed pump settings with customer and no issues were identified.